Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that the rv lead pacing impedance was 1026 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that an alert was triggered due to high pacing impedance on the right ventricular (rv) lead. The trends indicated a rise over time. The lead alerts were adjusted and a chest x-ray was performed and everything was stable. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.